Event description:
It was reported that the smart pass filter of this device was off, and oversensing was noted. Boston scientific technical services (ts) discussed that sudden changes in morphology and low r wave amplitudes attributed the smart pass filter to be disabled. The patient also had some oversensing due to atrial fibrillation and additional technical support was needed to determine how to proceed when it comes to this case. Ts discussed possible elevated rate testing to be performed for device optimization. At this time no further actions have been taken. The device remains implanted. No adverse patient effects were reported. Additional review was needed as low amplitudes were noted as well as noise, oversensing resulting in an inappropriate shock. Ts discussed that poor sensing was seen in the primary vector. A possible system explant was discussed. At this time the system remains implanted.